Event description:
It was reported by another manufacturer that during an unspecified procedure gauge issues were noted. An unspecified aria inflation device has been selected; however, the customer was unable to use the device "due to the constant movement of the needle on the gauge". The gauge needle was behind the pin. There were no pt complications reported.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed. (B)(4).